Manufacturer narrative:
The device remains in service at this time. If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and non boston scientific right atrial (ra) lead exhibited noise and oversensing resulting in inappropriate atrial tachy response episodes. Two previous signal artifact monitor episodes were observed resulting in the minute ventilation sensor being disabled. There had been within normal range spikes in ra pace impedance measurements, one of which went out of normal range at 2,074 ohms. This resulted in a lead safety switch. There was no asystole of greater than two seconds observed. It was noted that the patient was transferred from the emergency room to the floor but that there were no adverse patient effects. Additional information is being requested from the field. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker and non boston scientific right atrial (ra) lead exhibited noise and oversensing resulting in inappropriate atrial tachy response episodes. Two previous signal artifact monitor episodes were observed resulting in the minute ventilation sensor being disabled. There had been within normal range spikes in ra pace impedance measurements, one of which went out of normal range at 2,074 ohms. This resulted in a lead safety switch. There was no asystole of greater than two seconds observed. It was noted that the patient was transferred from the emergency room to the floor but that there were no adverse patient effects. Additional information is being requested from the field. The device remains in service. No adverse patient effects were reported.